Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 309657. Batch no.: unknown. Complaint 2 of 4. Possible lots: 9225551, 1257026, 8318741, 8297832, 9186751. The customer pulled 5 bd 3ml syringes from their supply room as only one was saved and they wanted to bd to have a mix of lot numbers to test. It was reported the 3ml syringes appear to leak when connected to a bd maxzero needleless connector. Verbatim: nicu manager at user facility said the continued incidents their nicu has been having with what appears to be leaking from bd 3ml syringes when connected to a bd maxzero needleless connector. It is believed that the leaking has been happening more frequently than the reported events based on her recent conversations with her nurses. This may also be happening with bd 1ml syringes. Health professional wasn't 100% sure, but would like us to test 1ml syringes if possible.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. Complaint 2 of 4. Possible lots: 9225551, 1257026, 8318741, 8297832, 9186751. The customer pulled 5 bd 3ml syringes from their supply room as only one was saved and they wanted to bd to have a mix of lot numbers to test. It was reported the 3ml syringes appear to leak when connected to a bd maxzero needleless connector. Verbatim: nicu manager at user facility said the continued incidents their nicu has been having with what appears to be leaking from bd 3ml syringes when connected to a bd maxzero needleless connector. It is believed that the leaking has been happening more frequently than the reported events based on her recent conversations with her nurses. This may also be happening with bd 1ml syringes. Health professional wasn't 100% sure, but would like us to test 1ml syringes if possible.